Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# l91495, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that the patient was no longer feeling stimulation or receiving effective therapy. There was no specific event that caused the loss of stimulation. An impedance test was done on the day of the report, initially stated to be high at 3,600 ohms. It was later stated to be >40,000 ohms on all leads. Due to these findings, the device was turned off. The patient was scheduled for the first available appointment to figure out a plan of care, which was (B)(6) 2015. The patient was also due for a scheduled battery changed, which was also being planned. The patient was alive with no injury. Additional information regarding further troubleshooting and actions was requested, as well as the outcome. If received, a follow up will be sent.